Manufacturer narrative:
The samples were collected in gel tubes and centrifuged at 3,000 rpm for 6 minutes. Qc was out of specifications low prior to and on the day of the event. Calibration failed the day after the event, in 2007, and customer discovered the reagent elastomer was loose. A field service engineer (fse) was not dispatched to the customer's lab, but new reagent packs were provided to the customer. The customer recalibrated the instrument with the new reagent pack and performed qc with acceptable results. Loose elastomer seals on the reagent packs may have contributed to this event.

Event description:
A customer contacted beckman coulter regarding erroneously low prostate specific antigen (psa) results from two different patient samples that were generated by the unicel dxl 800 access instrument. Patient a and b samples were tested for psa and results of 3.21ng/ml and 3.25ng/ml were obtained respectively. The psa results were reported out of the lab. On the next day, the customer observed loose elastomer seals on the reagant packs and replaced with new reagent packs, recalibrated the instrument, ran qc and then retested both samples for psa. The repeated psa results were: 12.51ng/ml for patient a and 11.48ng/ml for patient b. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.